Event description:
It was reported that externalized conductors were observed on the lead. No electrical anomalies were noted and the patient was asymptomatic.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: a partial lead with the is-1 connector boot portion measuring 6.1 cm was returned for analysis. The damage was found sustained during surgical procedure. The portion of the lead was otherwise normal. Without return of the entire lead a complete analysis could not be confirmed. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.